Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went the healthcare professional to upload the pump and there was no data. The caller also stated that the healthcare professional believes the customer is not getting all of the insulin due to high blood glucose levels during the night. The reported blood glucose at the time of the call was 400 mg/dl. Assisted the mother with pump upload. No high blood glucose troubleshooting was conducted. The product was not returned for analysis.